Manufacturer narrative:
Consumer stated that they may have experienced a chipped tooth.

Event description:
Consumer called stating that they may have chipped a tooth while using a sonicare power toothbrush.